Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged the ipg for approximately a year. The patient lost stimulation at the same time. The sjm representative confirmed the loss of communication with external devices. Subsequently, surgical intervention was undertaken to explant and replace the ipg which resolved the issue.